Event description:
It was reported that a smiths medical pump had an unexpected shutdown event occurred. The entire infusion begins at nov 10 at 18:19:03 and ends on nov 11 at 10:38:05. Sometime after that is a puzzling ?maintenance time change" at 09:50:26, then a power off event at 10:24:53. (These latter two time stamps are after the 10:38:05 shutdown in the log.) No adverse patient effects were reported.